Event description:
It was reported that the patient only felt stimulation on one side and it was making him ¿off-balance.¿ the patient was instructed to ¿cut stimulation off¿ if that continued. The patient reportedly had weakness at the lead location and in his leg. Later, the patient began having numbness in his leg and was hospitalized for observation. A CT scan and x-rays were done which showed no bleeding in the spinal canal. It was noted that the patient had numbness periodically. The reporter was notified that the physician planned on moving or removing the lead. It was noted that the patient had a defibrillator and a medical history of sleep apnea. Patient outcome was alive with injury. It was later reported that the surgeon decided to wait and do nothing due to urging of the patient not to remove the implantable neurostimulator (ins). No further information was available. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).